Event description:
It was reported by svc report that the head/left siderail would not latch in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail not latching in upright position.